Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The device's serial number was not provided by the reporter.

Event description:
The pt's reported that the pt was taken to the emergency room on (B)(6) 2010 and was admitted with a 1100 mg/dl blood glucose (bg) result. On the day before the hospitalization ((B)(6) 2010), the pt's bg results were in the 300 mg/dl range with vomiting. According to the pump's bolus history, the pt bolused 13 times on (B)(6) 2010 and the total bolus amount was 121.3 units. The pt's mom advised the pt out the infusion site; however, she was unable to confirm if the site change was done. She was also unable to confirm if there were any infusion set/site issues. The pt was treated with IV insulin at the hospital and then released on (B)(6) 2010. The pt was advised to use insulin injections until he meets with his adolescent endocrinologist. The animas rep walked the pt's mom through troubleshooting the pump and discovered that the pump was wet as a result of insulin leaking at the luer lock connection (connection between insulin cartridge and infusion set). The pump settings were confirmed to be correct. After the pt's mom replaced the cartridge and infusion set, she was able to successfully prime the pump and deliver air bolus with no issues. This complaint is being reported because insulin leaking at the luer connection was discovered during troubleshooting and because the pt was reportedly hospitalized for elevated bg levels. It could not be confirmed if there was any infusion site issues at the time of the incident.